Event description:
It was reported that the patient fell asleep with the cell phone by the chest. The patient then woke up 4 to 6 minutes with to chest pain. The patient stated about 4 months later ¿they changed the settings¿ because the patient was dropping a beat and they had to speed it up. The patient attributed this reprogramming to the cell phone experiences. The patient also reported riding in the back of a hybrid car and after 20 minutes had to get out due to nausea, headache and leg weakness. The patient attributed the symptoms to interference with pacemaker. Follow up was attempted at the patient¿s clinic and no information regarding this event could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead x2 implanted: 2013 (B)(6). (B)(4).